Event description:
Procedure: sleeve gastrectomy. According to the reporter: during sleeve, 3 firings in, the surgeon inserted the loaded stapler into the trocar for the 4th firing. The stapler closed down on tissue. When the surgeon went to open the jaws to change position, the stapler froze. Green flashing light near handle indicator blinked, blue lights on either side of the handle and red lights on top all appeared. The battery was removed while still clamped down on tissue. A new battery was inserted. The stapler opened and then was used with the same reload, adapter, handle to finish that firing. The same handle, adapter was used to finish the case. Another manufacturer reinforcement material used?: no. Were other manufacturer product used?: no. Was the device used in patient: yes was there patient involvement: yes. Was there patient injury/hazard: no was there user injury/hazard?: no. There was no unanticipated tissue loss, no unanticipated extension of incision more than 1 inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes. No device fell in patients cavity and no device fragment left in patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).